Event description:
It was reported that the right ventricular lead exhibited intermittent sensing and over sensing. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 11.4 cm to 11.7 cm from the connector pin which exposed the outer coil. This likely contributed to the reported anomalies experienced in the field. The abrasions were consistent with constant friction with another implantable device.